Manufacturer narrative:
The device involved in this event has been returned, and is being evaluated. A follow-up report will be submitted when the evaluation is completed.

Event description:
Treatment of an avm. It was reported the catheter burst during dmso injection and the physician realized of applied too much pressure on the syringe. No patient injury reported.